Event description:
A malfunction was reported on the pump, identified by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset, and the issue did not recur. The customer was advised to call back if the issue happened again and understood the guidance provided.